Manufacturer narrative:
The cobra grasper has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the grip base. A piece approximately 5.37mm x 17.05mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the cobra grasper tip broke off, therefore can not grasp tissue appropriately; did not fall in patient. There was no report of patient involvement.